Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose readings while using the ilet pump when the pump was not delivering insulin due to an unlocked and improperly seated cartridge; troubleshooting on the ilet mobile app and pump identified the cartridge was not locked, and corrective steps included disconnecting, performing a rewind, properly inserting and locking the cartridge, and priming until drops were observed before reconnecting. Symptoms included hyperglycemia. Outcomes included restoration of glucose values to range after corrective action. Investigation included remote troubleshooting and user education. Investigation of this case revealed improper cartridge attachment that prevented insulin delivery, which was resolved by correctly locking the cartridge and completing the fill procedure. It was concluded, based on previously established findings for similar reports, that the cause was user technique.